Manufacturer narrative:
Intuitive has received the vessel sealer extend instrument associated with this complaint and completed the investigation. Failure analysis replicated the customer-reported complaint. The instrument was found to have three low torque failures based on a review of the logs. Error code 22024 logged strong grip and low torque, indicating that the instrument exhibited low torque during use, typically resulting in a sealing malfunction. It was noted that the set screw was found rattling inside the housing. It appears the screw dislodged from the grip ring. The instrument has been evaluated by the advanced failure analysis team, and the initial findings were confirmed. The grip ring was found to be loose, and the grips did not close even after installing the dislodged set screw. It was noticed that the grip input would not turn after the grips were opened as they should in a normally functioning instrument. Upon closer inspection, it was noted that the torsion spring was incorrectly placed in that the tail end of the spring was not pushed against the post, which kept the spring from turning after the grips were opened. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was unable to cauterize/seal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend instrument used had no particular problems when opened. The surgeon was using the instrument to effectively seal, cauterize and cut the tissue. The instrument worked well and then stopped working. It was impossible to close the instrument and continue the procedure. A backup vessel sealer extend instrument had to be opened to continue the surgery.